Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.